Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and replaced the flexvision pc and the hard disk which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start, and it remains frozen at 00:00. The issue persisted even after three restarts. Review of the log file showed that there was malfunction of the flexvision pc. The fse replaced the flexvision pc along with hard disk drive to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.